Event description:
In 2009, the patient underwent an acdf at c3-c4; c4-c5; c5-c6; and c6-c7. The patient did well until four days later, when she began to experience pain in the arm. She underwent an MRI that showed a mass on the side of the construct which the surgeon thought might be pushing on a nerve and causing the pain. The surgeon performed another surgery from the posterior side to decompress the spine, leaving the anterior construct completely untouched. This surgery was performed to obtain further information regarding the mass and to alleviate the patient's pain.

Manufacturer narrative:
Device manufacture date is unknown, construct is still implanted.